Event description:
Customer was hospitalized for high blood glucose levels. Customer changed her infusion set on the day prior to hospitalization. Customer's blood glucose began to rise, but she did not change the set or give a manual injection to treat the high blood glucose. Troubleshooting was not performed as the customer did not have any supplies with her at time of call.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.